Event description:
The nurse stated a 3-piece silicone lens model aq2010v tore during insertion and the cause of the lens damage was unk. The lens was implanted and removed without pt injury. An msi-p injector, lot number unk, and the aq cartridge fp, lot number 1195182, were used.

Manufacturer narrative:
Results - visual inspection of the lens showed a portion of the optic was torn off missing and the optic was torn. There was evidence of surgical residue. Conclusion - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined.